Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: unavailable. The complaint device was not received and is therefore unavailable for physical evaluation. Coordinated the return the product to the OEM and a RMA was issued to the customer. The customer elected to repair the device themselves. The device will not be returned to the manufacturer for investigation/repair. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Further, a review into the mitek complaints system revealed no similar complaints for this serial number that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the lightsource oled 300x hdled bulb switched off on its own while the power was on. According to the reporter, the event occurred after it was being used for 15 to 20 minutes. It was further reported that it had to be switched off then switched on to get the led started again. It was reported that the same thing happened even when it was switched on. It was reported that the surgeon faced a lot of issues as the device got switched off in the middle of the surgery. It was reported that endoscopic surgical cases were on hold because of this non functional light source. A standby light source was being used so that they can continue with their surgeries. It was reported that the surgeon had to switch off and then switch on this light source to continue with the surgery (no time duration provided). It was reported that the led just went off in the middle of surgery and was turned on after some time then it was working for some time and then suddenly the light source goes off again. Fortunately the surgery was completed and there was no adverse patient consequences. The surgeon had to put the light source on testing mode by keeping it switched on for couple of hours and it seems to be working fine and the light didn¿t go off not even once. There was an unspecified delay in the surgical procedure. It was not reported if a spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.